Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold. An x-ray was performed and it revealed that the lead had pulled back and become dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 507645, implantable pacing lead, implanted: 2012-(B)(6). (B)(4).